Event description:
It was reported the lead was partially explanted and replaced due to sensing difficulty. Blood ingression and an insulation break were also noted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed it was reported the lead was partially explanted and replaced due to sensing difficulty. Blood ingression and an insulation break were also noted. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn insulation, hole(s) in sensitivity.